Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained from meter to meter comparison of test result reported of 425 mg/dl using truetrack meter and test result reported of 306 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 140 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer with a result of 374 mg/dl fasting. No second test was done at the request of the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/13/2019 and open vial date is (B)(6). The meter memory was reviewed for previous test result history (time not set correctly): (B)(6). Customer hadn't made any changes to diet or medication. She stated that she felt fine at the time of the call and the results in question.